Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-475 a patient isolate (proteus mirabilis) had high mic (false resistant) results for the drug tobramycin. The user stated, "they confirm the tobramycin results for proteus if: tobramycin is resistant and gentamicin is resistant with amikacin as sensitive." The user verified the final result using kirby bauer testing. No health impact or consequence reported.